Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt1852 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when administering a medication, they noted a leak. They removed the device and found a hole in the extra vascular section of the device at 3 cm before the insertion point. They removed the device. They also reported that during insertion, a glue hystoacryl was used as well as a fixation system.